Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-01296. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced abdominal pain, erosion of her internal bodily tissue and other injuries, malodorous vaginal discharge, infection, and she has undergone additional surgeries and revisionary procedures. The mesh was explanted on (B)(6) 2010.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele and urinary infection. The patient had citalopram [porta cath inserted in (B)(6) 2012].